Event description:
It was reported the customer was deceased. The customer's husband reported that his wife had passed away on (B)(6) 2014. The husband also reported that his wife was vomiting prior to her hospitalization. It was also found the customer had low oxygen intake, low blood pressure, and fluids in her lungs. The husband also reported his wife became ill on (B)(6) 2014 and was hospitalized from (B)(6) 2014 until the time of her death. The customer's blood glucose at the time of her death was also unknown. The customer's husband also stated his wife had her diabetes under control. The customer's cause of the death was still unknown. The husband reported that his wife had a stroke six weeks prior in addition to having several infections. The customer was also off insulin pump therapy for 5-6 days before her passing as it was removed when she was admitted into the intensive care unit. No additional information provided.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).